Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). No patient involvement was reported. If explanted; give date: n/a (not applicable). No patient involvement was reported. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of the preloaded delivery system, model pcb00, was observed broken when inspected under the microscope. Reportedly, there was no patient involvement. Another device was used instead. No further information was provided.

Manufacturer narrative:
Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. The cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects were observed on the device. The pcb00 device was observed under the microscope and scarce amount of viscoelastic was observed at the cartridge. Dfu (directions for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The intraocular lens (iol) was observed stuck in the cartridge tip overriden by the plunger. The cartridge was observed damaged and the tip deformed. The customer's reported issue was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported device was handled and prepared for surgical procedure, this condition could be related to the force performed trying to deliver the lens due to the lack of lubricant observed. Based on the product returned a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.